Manufacturer narrative:
The insulin pump was received with intermittent up arrow button response due to corroded keypad traces. No button error alarm or display anomaly was noted. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window, cracked display window, and a scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The insulin pump had a keypad anomaly. The buttons on the insulin pump were unresponsive. She tried inputting her carbohydrates but the numbers went up to 600 and back to zero without stopping. Customer's blood glucose level was 172 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.